Manufacturer narrative:
There was no device malfunction reported. Stroke and occlusions are known potential adverse effects associated with the use of the device as listed in the xact instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.

Event description:
Device malfunction: none. Symptoms/ae: in-stent occlusion, stroke. Time of ae: four days after the procedure. It was reported that 4 days post a right internal carotid artery stenting procedure, the patient was rehospitalized due to a new onset of left arm weakness which was diagnosed as an acute stroke. A carotid duplex showed an occlusion within the stented area. The occlusion was treated with heparin. Reportedly, the occlusion was due to a resistance to plavix. The patient was given a loading dose of plavix, but the plavix assay was 0. The patient was treated with additional plavix but the plavix assay remained low. Additionally, in 2009, a CT of the head showed chronic infarcts. The condition is listed as continuing and improving. Although requested, there was no additional information provided.